Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen 2,000 mcg/ml at 1,000.7 mcg/day via an implantable pump. It was reported that the patient experienced withdrawal symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included multiple dye studies and aspiration of the catheter access port (cap). Actions/interventions taken included the pump replaced along with the pump segment to confirm flow of cerebrospinal fluid (csf). The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type: catheter. H3; analysis of the pump ((b)(60) found no anomalies. H6; the previously reported codes b17, c20 and d12 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.